Manufacturer narrative:
Results: a sample was not returned for evaluation. Photos of the returned customer sample shows evidence of the broken plunger. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5034038. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the plunger from a bd a-line¿ abg syringe without needle, 3 ml aline, with slip tip, broke during blood collection. No report of injury or medical intervention.